Manufacturer narrative:
The left compressor and right vacuum were replaced, and companion 2 driver passed all performance testing. This failure mode posed a low risk to the patient because although the companion 2 driver exhibited a "funny" noise, the companion 2 driver continued to perform its life-sustaining functions. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Event description:
The customer reported that the companion 2 driver made a "funny" noise while supporting a patient. The patient was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact. The companion 2 driver was returned to syncardia for evaluation. Visual inspection of the driver's external and internal components revealed no anomalies. Review of the electronic patient data file revealed no alarms or errors that would indicate a malfunction of the device. During failure investigation testing, efforts to reproduce the customer-reported noise were successful with the root cause being both a noisy left compressor and noisy right vacuum.

Event description:
The customer reported that the companion 2 driver made a "funny" noise while supporting a patient. The patient was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the companion 2 driver exhibited a "funny" noise, the companion 2 driver continued to perform its life-sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.